Event description:
The reporter alleges the lancet device "fires" but the lancet does not retract and protrudes beyond the lancet device. No report of injury due to exposed lancet. Return requested and replacement was sent.